Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No blank display during testing. Pump received with normal operating currents. No damage found on the isolation tape noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, broken battery tube threads and minor scratched lcd window.

Event description:
The customer reported via phone call of high blood glucose of 688 mg/dl and hospitalization for diabetic ketoacidosis. Troubleshooting found that the battery cap was broken and the cap could not screw into the pump. Customer declined high blood glucose troubleshooting. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.